Event description:
Consumers reports the head of the brush came off. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "causing damage to my gums", was reported.

Manufacturer narrative:
The product used was either spinbrush® proclean toothbrush soft (B)(4) or spinbrush proclean toothbrush medium (B)(4). Device not returned to manufacturer.